Manufacturer narrative:
Additional information was communicated from the customer "the sliding pin which controls the ratchet mechanism, popped out during a procedure. As a result it took some time to locate the pin, including having to ex-ray the patient to make sure that the pin did not transfer to the abdominal cavity". Visual examination of the device confirmed that one of the pins in the handle was missing. The pin and the retainer were not returned with the device. Dimensional checks were performed on the remaining components of the device and were found acceptable. A review of the device history record did not indicate a non-conformity that would have contributed to the reported issue. The design of this devices product line does not include a sliding pin that controls the ratchet mechanism as it is in the previous version. The ratchet and the ratchet defeat are controlled by the thumb latch located on the outside surface of the pistol grip handle. The missing pin is part of the inner mechanisms that helps to pivot the ratchets on command and should have no contact with outer surface activities. Root cause for the missing pin is attributed to a manufacturing process. Manufacturing has been notified to assess and evaluate training. Trending for the reported issue had not been detected and the issue is considered to be an isolated incident.

Event description:
Pin broke during cholecystectomy procedure; took time to locate in patient, but it was found. X-ray was taken.